Event description:
Boston scientific received information that the lead exhibited high pacing threshold due to the lead was probably moved based on field representative's statement from the additional information requested. The lead was explanted and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this brady lead was thoroughly inspected and analyzed. A visual inspection identified that the lead has been overstretched over twice its normal length. Electro-cautery damage was noted in both poly insulation and silicone insulation. Also, tissue calcification and calcification were noted on the lead near the tip in a few places. All damage appears to be related to the explant procedure. Continuity test with manipulation was performed and the lead passed the test. The allegation of "high threshold, lead probably moved," could not be confirmed by analysis. The lead tip and tines have no visible signs of damage or defect which would lead to dislodgement.